Event description:
Device malfunction: failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the site indicated that the device "failed to deploy" and could not provide any further details. Hemostasis was achieved by an unknown method. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.